Event description:
It was reported by repair work order that the scale was incorrect due to malfunctioned load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.